Event description:
It was reported an unspecified error message occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).